Manufacturer narrative:
The reported event of high pacing lead impedance was confirmed. As received, a partial distal portion of the lead was returned in one piece. The lead impedance test could not be performed due to as received procedural damage to the lead. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead found calcification covering the ring electrode which is suspected to be the cause of the rise in the pacing lead impedance.

Event description:
It was reported, that patient's right ventricular (rv) lead exhibited high, out of range pacing impedance. The lead was explanted and replaced. The patient was stable.